Manufacturer narrative:
Endocarditis is an inflammation of the inside lining of the heart chambers and heart valves. Endocarditis is usually the result of a blood infection as bacteria or other infectious substances enter the bloodstream and travel to the heart, where they can settle on heart valves. Endocarditis can potentially lead to disorders such as severe valvular insufficiency and regurgitation. Patient risk factors for developing endocarditis include intravenous drug use, central venous access lines, prior valve surgery, recent dental surgery, rheumatic fever, and weakened valves. Infectious endocarditis (ie) is an infection of the endocardial surface of the heart, which may include one or more heart valves, the mural endocardium, or a septal defect. Infective endocarditis can potentially lead to leaflet disruption. Typically, infective endocarditis consists of large vegetations which have manifested from bacteria. Reported endocarditis agents are most commonly microbes that inhabit the human body (e.g. Skin, mucous membranes, respiratory tract, intestinal tract, or common infections), or the environment, and can contribute to nosocomial sources of ie. For example, the most common bacteria of ie include staphylococcus, streptococcus, and enterococcus. Staphylococci are inhabitants of the mucosa and/or skin, and can be found in sources in the environment. In this case, the surgeon noted the infection source as: "(B)(6) [possibly] from dialysis shunt." Although the root cause of this event cannot be confirmed without the sample device, it appears that this event was likely due to patient related factors. No further actions are possible with the available information.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, it was reported that the valve was explanted after an implant duration of approximately 8 years due to prosthetic aortic valve endocarditis with perivalvular leak. The surgeon noted that this event was due to patient related factors. The source of infection was "(B)(6) [possibly] from dialysis shunt." The explanted device was replaced with another edwards bioprosthetic valve. No other details provided.